Event description:
It was reported that (2) devices were used during an unk procedure. It was reported by the affiliate that the clips of the er320 instrument would not feed into the jaw properly. They did not fall into the pt. The case was completed by using another instrument. There was no pt consequence.